Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction appears to be a scope socket failure. It was determined that the image was not displayed due to this failure. Additionally, the cause of the failure could potentially be attributed to damage from fatigue due to repeated operation or external impact, but a definitive cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a loose buckle of the scope socket. The issue was found during an unspecified event. There were no reports of any delays. There were no reports of patient or user harm associated with this event.